Event description:
The lead was inserted without any issues during implant. Stimulation and impedance were tested intra-operatively and were around 1,000 ohms. The lead was repositioned to better cover the painful area. During the repositioning, it was noted that it was difficult to insert the stylet. Repeated impedance tests showed impedances greater than 3,000 ohms after repositioning. The lead was explanted and replaced with a new lead. The pt received good stimulation with the new lead and the trial procedure went well. The pt was not injured. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)